Manufacturer narrative:
Handpiece sn (B)(6) (measurement socket/charging socket broken) defect, replaced with sn (B)(6). Measurement cable for combined measuring (plug bent) defect, replaced. Contra angle 10503 (2015) (head drive worn) defect replaced with sn (B)(6).

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a vdw.connect locate apex locator in combination with a vdw.connect drive motor and in standalone mode (used without a motor) gave incorrect measurements. No injury occured.